Event description:
During the robotic hysterectomy after the port was inserted and the gas was instilled into the abdomen, the camera failed to allow 3-d imaging. The staff was unable to fix the issue. The robotic approach was aborted. The surgeon elected to perform an open abdominal hysterectomy.